Event description:
It was reported that the patient received inappropriate atp therapy for svt. Reprogramming changes were recommended. The patient will be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.